Event description:
It was reported that during an infusion of an inotropic medication, there was a channel error on the pump module. The inotrope was transferred to another channel, and the effected channel was sent to biomedical engineering. There was patient involvement however no patient harm. During customer internal testing of the device it was noted the vpmr was out of range.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of channel error and vpmr out of range could be confirmed through the logs and during device testing. The device was fully evaluated. The latch and pivot latch screw noted corrode, no internal anomalies were found, all parts inspected were manufactured by bd. A log review was performed. The error logs report extracted of the suspect pump module showed 3 error codes: 240.4150 (sensor_broken_high_failure) failure related to an upper pressure sensor in the device. 3 errors were noted: (B)(6) 2025, at 6:59:16 pm, (B)(6) 2025, at 5:54:40 pm and (B)(6) 2025, at 8:12:00 pm asm was utilized to analyze the pressure sensor¿s operating voltage with the analog sensor task feature. The test results show the voltages of the patient-side pressure sensors at zero and maximum force on the suspect device. The bottle sensor voltage values were recorded above the specified operating range (4.85 v ¿ 5 v at maximum force and 1.000 v ± 0.154 v at zero force) indicating a fault with the patient-side sensor. A rate accuracy task was performed through alaris system maintenance (asm) program (v12.3), the test failed with a margin of error of -11.333%, which is outside the acceptable error range (+/- 3.400). A known-good dchu pressure sensor was temporarily installed on the suspect device for testing purposes only. An analog test was also performed with the replacement pressure sensor to confirm its proper functioning. The new results showed the voltage for the bottle and patient side pressure sensors at zero force and full force on the suspect device. Voltage values from both pressure sensors were recorded within the specified range of operation (4.85 v ¿ 5 v at maximum force and 1.000 v ± 0.154 v at zero force). A rate accuracy task was performed again with the known- good sensor through asm. The test passed with a margin of error of -1.75% which is in acceptable error range (+/- 3.400) and a vpmr according to specifications. A functional test was performed on the suspect pump module s/n (B)(6). The pump module was attached to a dchu known good pcu unit. A test administration set was primed with distilled water and loaded. A test infusion at the rate of 500 ml/h with a volume to be infused (vtbi) of 1000 ml (expected duration of two (2) hours) was programmed. The infusion completed successfully with no errors or alarms being recorded. Bd alaris system user manual (12.1) states: do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366) the device cases should only be opened by qualified personnel using proper grounding techniques. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the bottle- side pressure sensor. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the channel error and vpmr out of range is attributed to a fault in the bottle- side pressure sensor. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during an infusion of an inotropic medication, there was a channel error on the pump module. The inotrope was transferred to another channel, and the effected channel was sent to biomedical engineering. There was patient involvement however no patient harm. During customer internal testing of the device it was noted the vpmr was out of range.